Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure, a 20 mm sapien 3 ultra resilia valve was selected. The valve was deployed and post-dilated using the nominal volume, resulting in minimal paravalvular leak (pvl). After removal of the 14 fr esheath+, it appeared that a few millimeters of the tip were entirely missing. There was no way to determine where the missing part went, and since there was no problem with the patient's lower limb circulation, it was decided to monitor the patient without further intervention.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, b7, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the torn sheath distal tip and system components separation during use were unable to confirmed as no returned device/relevant device imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. Without the complaint device/applicable imagery, the nature of reported failure (distal tip tear/separation) was unable to be ascertained. During the procedure, distal tip can sustain damage (e.g. Tearing) and become separated through a combination of patient/procedural factors. Distal tip can tear radially during system advancement through sheath as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tip tearing can be exacerbated by challenging patient anatomy (e.g. Calcification, tortuosity, undersized vessels) and/or user technique (non-coaxial alignment of devices) by causing the thv to catch on distal shaft. Applying device manipulation (e.g. Push/withdrawal force) to overcome any physical interference between devices can lead to separation of torn tip. In this case, due to insufficient information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case.

Manufacturer narrative:
A supplemental report is being submitted with additional information. B4, g3, g6, and h2 have been updated. The additional information has been included in h10.